Event description:
Result was 568 mg/dl. Paramedics were called and they checked the pt's glucose and the result was 264 mg/dl on their meter. Pt was taken to the hosp. No controls were used. The device was replaced and requested to be returned for eval.